Event description:
Agfa is submitting this MDR on (B)(6) 2013. Agfa's awareness date is (B)(6) 2012 for this event. Agfa submitted an initial MDR report # 1225058-2012-00003 to the FDA on (B)(6) 2012 describing this issue. This is the 19th occurrence being reported for the same issue/same device: impax cv dicomstore with media purge daemon/cardio purge service, but with a different site. This event was an internal discovery reported to agfa on (B)(6) 2012 by an agfa zone support specialist. In this particular incidence the 0l and 02 were in the same location, resulting in temporary storage and archive storage in the same location without redundancy. The studies are still available to view and report. The site has a single image location with multiple image status and is currently under review by agfa. The customer is functional and is not currently experiencing any delay in care. A supplemental report will be submitted once additional information is obtained. Note: media purge daemon (mpd) is an older agfa product used to purge the images stored on the primary memory cache once they have been archived to a long term archive and the amount of data stored on-line reaches a predefined amount. Mpd allows the system to continuously receive the recently acquired images from third parties modalities. This tool was discontinued and replaced by cardio purge service (cps) in june 2008. A reportable correction is underway for this issue and has been reported to the FDA. (B)(4).